Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-1927bcf biocomposite suture anchor broke during insertion. All fragments were removed. This was discovered during use in a shoulder arthroscopy on (B)(6) 2021. The case was completed by swapping out the suture anchor.